Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) hospitalized on (B)(6) 2025 due to peritonitis. The pd registered nurse (pdrn) reported the patient was hospitalized (B)(6) 2025 due to peritonitis, as patient¿s preliminary peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2025, and the patient transitioned to hemodialysis (hd) utilizing a preexisting left arteriovenous fistula (avf). The patient was discharged on (B)(6) 2025 and began outpatient hd the same day. The cause of the peritonitis is unknown; however, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which warranted hospitalization, presumed antibiotic therapy, and the permanent transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, per the pdrn the serious adverse event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) hospitalized on (B)(6) 2025 due to peritonitis. The pd registered nurse (pdrn) reported the patient was hospitalized (B)(6) 2025 due to peritonitis, as patient¿s preliminary peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2025, and the patient transitioned to hemodialysis (hd) utilizing a preexisting left arteriovenous fistula (avf). The patient was discharged on (B)(6) 2025 and began outpatient hd the same day. The cause of the peritonitis is unknown; however, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage on gasket of the front panel. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.